Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, the pt fell on their knee, the patella became loose so the surgeon revised the patella.